Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the trigger was damaged (sticking) and the trigger components were worn. It was further determined that the electromotor for the oscillator showed signs of corrosion and the controller for the battery power line (oscillator) was labelled, and the wires and contacts were damaged. It was observed that the other components were worn, corroded and had some debris on them. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the trigger was sticking on the battery oscillator device. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.